Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), concomitant medical products: 010000779, g7 10 deg arcomxl liner 36 mm e, 6065016. 010000779, g7 10 deg arcomxl liner 36 mm e, 6076291. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11256, 0001825034-2017-11257.

Event description:
It was reported that during an initial left hip procedure, the liner would not seat into the shell. After the cup was cleaned and inspected, the surgeon tried to seat the liner again; however, the liner still did not lock in. The surgeon opened a new liner and tried to seat the liner again, and the pelvis fractured while trying to get the liner to seat. The procedure was completed with a larger shell and cemented liner. The procedure was delayed for 45 minutes. Attempts have been made and additional information on the reported event is unavailable.